Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that a patient presented in clinic. Inspection of the device pocket revealed that the implantable cardiac monitor had fallen out the pocket. Patient stated that the device had fallen out a few weeks ago and was found on the bed. There were no signs of infection. Patient was asymptomatic.